Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient claimed their heart rate all of a sudden started racing when they were not doing anything. Impedances are high and noise was present on this rv lead. The physician decided to turn off mv and rate response to see how much the patient actually paces and also ordered an xray. There was no mention of intervention.